Event description:
It was reported that the device failed to deliver defibrillation therapy to a patient. The customer arrived at a food store at approximately 19:47 and observed a basic life support (bls) crew performing CPR on the patient, who was in cardiac arrest. Two defibrillation shocks had been delivered to the patient using an AED (unknown type or brand) prior to the customer's arrival. It is not known if the patient's collapse was witnessed or what the response time of the bls crew was. The customer, an advanced life support (als) crew, connected their device to the patient and confirmed a ventricular fibrillation (vfib) ECG rhythm. The device would charge, but failed to deliver therapy. The patient was placed back on the AED almost immediately and was shocked a third time. Their ECG changed from vfib to pulseless electrical activity (pea) and then back to vfib. CPR was continued and the patient was intubated. Medications were delivered and the patient was shocked a fourth time with the AED. The patient experienced a return of spontaneous circulation (rosc) at approximately 19:53 with a sinus tachycardia ECG rhythm. The patient was delivered to the emergency department in this state. The patient was not known to have suffered any adverse effects as a result of the reported device failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that some of the pins from the therapy cable had broken off inside the therapy connector. The customer replaced their faulty therapy cable. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.